Event description:
The customer reported poor image quality; blurry images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image intensifier power supply and high voltage cable. System operates as intended. (B) (4).